Event description:
Customer reported receiving a battery out limit on the insulin pump. Customer stated that none of the buttons on the keypad were responding and the time was not advancing. Customer did not recall any significant events leading up to this issue. Blood glucose level was 338 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).